Event description:
I have a medtronic 530 g insulin pump and the reservoirs and the inset hose don't lock together and leak from the top; causes high blood sugar. I have insets with no delivery poor products. Called customer service, not really any help. Lost three days of work, total tons of insulin and starting to collect lots of defective product in my tote with the lot # and dates of failure.